Event description:
Literature: toda h, sawamoto n, hanakawa t, et al. A novel composite targeting method using high-field magnetic resonance imaging for subthalamic nucleus deep brain stimulation. J neurosurg. 2009;111(4):737-45. Summary: this article presents a prospective study of 26 consecutive bilateral stn deep brain stimulation implants for patients with advance parkinson disease. The patients were randomly assigned to either the 3-t mr imaging group or the 1.5-t mr imaging group. Thirteen patients underwent 3-t preoperative imaging, and 13 patients underwent 1.5-t mr imaging. The hypothesis of the study was that the targeting accuracy could be improved by the use of high-field mr imaging (3-t) and a modified composite targeting method. Reportable event: one patient in the 3-t group experienced a humeral fracture due to a fall. No patient treatment or outcome was reported. Reference MFR report #3007566237200909009. See literature article with MFR report #3007566237200909000.

Manufacturer narrative:
.